Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during cleaning at the user facility, that the rubber seal was missing. A missing o-ring can lead to exposure of the non-sterile battery to the sterile field, but that was not reported in this incident. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during cleaning at the user facility, that the rubber seal was missing. A missing o-ring can lead to exposure of the non-sterile battery to the sterile field, but that was not reported in this incident. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.